Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a rewind anomaly for their insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. On september 13, 2022, the customer alleged for rewind anomaly and prime/fill anomaly. Device history and trace files downloaded successfully using thus software. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. No prime fill anomaly noted during testing. Testing. No prime/fill alarms noted in the pump memory. Force sensor zero offset within specification (23.6 mv). No rewind anomaly alarm during testing. No other motor related pump errors were found on the event date. The motor was tested outside of the device on the ngp stb3 and passed. Device was cut open to perform visual inspection and found no moisture damage on the electrical board, harness vibrator assembly, battery tube, force sensor, or motor. Test p-cap / reservoir locks properly into place during testing, however, damages to the retainer ring was noted during inspection. The following were noted during visual inspection: scratched case, broken battery tube threads, pillowing keypad overlay, cracked retainer, and retainer knit line damage. Prime/fill anomaly and rewind anomaly were not confirmed during testing. Damages to the retainer ring was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. On (B)(6) 2022, the customer alleged for rewind anomaly and prime/fill anomaly. Device history and trace files downloaded successfully using thus software. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. No prime fill anomaly noted during testing. Testing. No prime/fill alarms noted in the pump memory. Force sensor zero offset within specification (23.6 mv). No rewind anomaly alarm during testing. No other motor related pump errors were found on the event date. The motor was tested outside of the device on the ngp stb3 and passed. Device was cut open to perform visual inspection and found no moisture damage on the electrical board1 and 2 harness vibrator assembly, battery tube, force sensor, or motor. Test p-cap / reservoir locks properly into place during testing, however, damages to the retainer ring was noted during inspection. The following were noted during visual inspection: scratched case, broken battery tube threads, pillowing keypad overlay, cracked retainer, and retainer knit line damage prime/fill anomaly and rewind anomaly were not confirmed during testing. Damages to the retainer ring was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
The device was returned for analysis.